Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was rebooting. The reporter stated that the battery compartment and battery cap were cracked. This complaint is being reported because the reported power issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.